Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was initially connected during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was determined there was a disconnection between the transfer set and titanium adapter resulting in a leak on the carpet, which caused the alarm; the patient inadvertently pulled on the titanium adapter. There was no damage on the transfer set; however, the set was replaced to resolve the issue. The titanium adapter remained in use. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the transfer set and titanium adapter resulting in leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.